Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 85% stenosed, 3.00mm x 28mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilation with a bsc balloon catheter that was inflated at 16 atmospheres, a 2.75 x 28mm synergy drug-eluting stent (des) was delivered through a guidezilla catheter. However, the synergy des failed to reach the target lesion and caused malformation to the stent. The physician was having difficulty in removing the device and eventually removed it with no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts bunched distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 85% stenosed, 3.00mm x 28mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilation with a bsc balloon catheter that was inflated at 16 atmospheres, a 2.75 x 28mm synergy drug-eluting stent (des) was delivered through a guidezilla catheter. However, the synergy des failed to reach the target lesion and caused malformation to the stent. The physician was having difficulty in removing the device and eventually removed it with no patient complications reported and the patient's status was stable.